Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Unit received with cracked case at display window corner and battery tube threads. Unit received with minor scratched lcd window.

Event description:
Customer reported that the insulin pump was not delivering insulin properly and its display was blank. Customer also reported that she had recently been experiencing recurring low blood glucose levels. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.